Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump is shutting off and restarting by itself. Caller reported pump is not alerting customer prior to shutting off. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.